Event description:
As reported to the field clinical specialist, the patient passed away after the implantation of a sapien valve. At this time, the date and cause of death are not available.

Manufacturer narrative:
Per the index procedure op report and discharge summary, this patient was admitted with severe aortic stenosis and underwent a successful transfemoral tavr procedure. Post deployment there was some mild to moderate perivalvular leak (pvl) which was solved after post dilation of the sapien valve. The final aortogram showed only trivial pvl and the valve appeared to be very functional. No complications were seen during the procedure. The transthoracic echocardiogram done after the procedure reported that there was no sapien valve regurgitation. The post operative course was complicated by an episode of atrial fibrillation which was treated with medication. In addition the patient¿s antihypertensive therapy was increased due to elevated blood pressures. The patient was discharged to home in stable condition 5 days after tavr. On the day of discharge the patient was reported to be doing well, she was ambulating with assistance without any oxygen requirement and stable blood pressure. The patient reported to have some weakness, but overall was feeling well. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the patient¿s demise. The patient was discharged after an uneventful tavr procedure. The exact cause of death is not available at this time; however, the patient had multiple co-morbidities and was of advanced age (B)(6). There is insufficient information to determine if a relationship existed between the patient¿s death and the implanted valve. The instructions for use and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.